Event description:
The customer reported to olympus that the camera head had a scope communication error (e222). The reported issue occurred during preparation of use for a diagnostic laparoscope procedure. The procedure was subsequently completed with an unspecified ¿surgical technique.¿ there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The root cause was likely component failure. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.